Manufacturer narrative:
B5 description has been updated to include additional information that the device was unable to power on. An examination of the device logs did not validate the reported problem. The device was turned on and off several times without any issues on the date of the event. However, the log review revealed a cfb crash on the main board. It is conceivable that the cfb crash prevented the device from powering up at that moment. As a precautionary measure, it was advised that the main board be replaced.

Event description:
The customer reported that a technical failure 600 alarm occurred with the ventilator. It was reported that the device was powered off and the user was unable to power it back on. No patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that a technical failure 600 alarm occurred with the ventilator. No patient involvement.